Event description:
A report was received regarding a procedure in which the surgeon was extracting a rush rod (non-synthes product). During the extraction, the blue inserter extraction attachment broke at the threads. This is report # 2 of 2 for the same event.

Manufacturer narrative:
Device used for treatment. Device is an instrument and is not implanted/explanted. A review of the device history record has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents for lot number 7874224 were reviewed and no complaint related issues were found. Lot #: corrected lot number from 1555099 to 7874224.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 2 of 3 for complaint (B)(4).